Manufacturer narrative:
Product ID 3093-28, lot# va0295r, explanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Follow up information received from the healthcare professional (hcp) reported that the date of onset of the infection was (B)(6) 2013 with the primary site noted as the device pocket. It was noted that perioperative antibiotics were administered. Patient symptoms of redness, selling, drainage, pain, incisional wound opening were reported. A culture that was obtained grew (B)(6). The treatment that the patient received was reported as both IV and oral antibiotics together with the explant of the total implantable neurostimulator (ins) system. Risk factors that the patient had were noted as autoimmune disorder. The patient outcome was reported as the infection resolved.

Event description:
It was reported that the patient had the entire system removed due to an infection. It was noted that the patient was not hospitalized for the infection. No patient outcome was provided. Additional information has been requested, and when received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 3093-28, lot # va0295r, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).